Event description:
It was reported that the customer was connected to the insulin pump while priming and her glucose level dropped to 20mg/dl. It was stated that the customer went to the hospital due low blood glucose, and she was released the next day. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.